Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing. No changes have been performed. This device remains in service. No further adverse patient effects were reported.